Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: 3191 - no code available for perforation of organ(s). Based on article: multi loop snare technique for difficult inferior vena cava filter retrievals. Najafi et al. 2018. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: after successful surgery and resumption of anticoagulation therapy a filter retrieval was attempted 74 days later. Venography revealed a tilted filter with the tip towards the right ivc wall. Standard technique didn¿t seem feasible, therefore a loop-snare technique was attempted. After introduction of a 14-f sheath (cook medical), a catheter from another manufacturer together with a bentson wire (260 cm, cook medical) and snare from another manufacturer were used to create a loop. Despite a successful loop around the filter tip, filter retrieval was unsuccessful. At that time the filter was left in place because of an only moderate tilt and only one leg protruding outside the ivc. During a CT for macrohematuria more than 8 years later a severe tilt of the filter was seen with two legs around the aorta and one leg eroding the bone of a vertebral body. 3146 days after implantation the patient was scheduled for a second attempt. Expecting a difficult retrieval an 18-f sheath (cook medical) was inserted into the right jugular vein. Venography confirmed a tilted filter with the tip deeply embedded into the ivc wall and two legs protruding outside the ivc. Two loops were formed around the filter tip using the same instruments previously described: two reversed shape catheters from another manufacturer were placed below the filter and two exchange length bentson wires (260 cm,cook medical) were navigated on both sides of the filter tip. Above the tip the wires were snared. A second view confirmed one loop on each side of the filter tip. During traction both loops started to slip away from the tip, therefore a third loop was created again using a bentson wire. With 3 loops around the filter tip, the filter could be removed from the wall and finally pulled into the 18f sheath. Configuration of the 3 loops around different filter struts was documented after retrieval. Patient outcome: during final traction the patient expressed stinging pain in the back. Post-interventional venography showed a large contrast pocket was visible at the location of the embedded filter tip without a true extravasation. An immediate CT did not show extravasation or retroperitoneal hematoma. Because the patient was hemodynamically stable no further treatment was undertaken.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: according to the article a celect filter was placed to prevent deep vein thromboses. 74 days later, retrieval was attempted but was unsuccessful due to filter tilt and the tip leaning towards the right ivc wall. The filter was left in situ and approximately 8 years later the patient was scheduled for a second attempt. This time venography confirmed a tilted filter with the tip deeply embedded into the ivc wall and two legs protruding outside the ivc. The article underwent clinical assessment and the first venogram performed 74 days after implantation demonstrates a celect ivc filter with insignificant tilt of 11°, however, there is by definition penetration of the hook of the ivc filter through the right lateral wall of the ivc as well as penetration of at least one secondary and 1 primary filter leg through the level of the ivc. A CT scan performed 8 years later demonstrated progressive rightward tilt with more extensive penetrations and now reported grade 3 interactions with legs abutting the aorta and the vertebral body. These interactions where identified on a CT, but these images were not submitted for review. However, a venogram was submitted and does confirm progressive rightward tilt, now significant and measuring up to 27°, and progressive penetration of the hook, proximal neck of the ivc filter, as well as multiple primary and secondary legs. Given the interaction with adjacent structures and progressive tilt, repeat attempt at retrieval was performed utilizing multiple guidewire loop snares, eventually successfully retrieving the ivc filter in its entirety. Follow-up venogram demonstrated focal outpouching of contrast without evidence of free extravasation, findings consistent with a pseudoaneurysm, at the location of the hook and neck of the ivc filter penetrating into the wall of the ivc. Patient did describe a "stinging" sensation at the time of retrieval. Given the caval abnormality, a CT scan was performed, these images were not submitted for review, but reportedly demonstrated no evidence of active extravasation or retroperitoneal hematoma, so no further intervention was performed. A follow-up venogram was performed 6 weeks later, these images were included, and demonstrated resolution of the focal outpouching of contrast with only mild stenosis due to scarring in this region. The tilt encountered on the initial retrieval attempt was insignificant, however, did result in the hook of the ivc filter abutting the right lateral wall of the ivc and eventually penetrating through the wall of the ivc, as did a primary and secondary filter leg on the contralater al side. It is unclear if the filter tilt led to the penetrations or if the penetrations of the filter legs resulted in the tilt. Despite utilizing a loop snare technique, retrieval was unsuccessful at this point, however, no other techniques were employed and the filter was left in. There were also no images submitted immediately following the attempted retrieval to determine if the filter was left in a similar position after the manipulations. In this case, the complication of a caval pseudoaneurysm did not have any significant clinical sequelae. Per IFU recommendations, once protection from pe is no longer necessary, filter retrieval should be considered and attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.